Event description:
The manufacturer received information alleging a trilogy 202 ventilator service required alarm occurred. There was no patient involvement, and no harm or injury reported. On device evaluation, the ventilator service required issues was confirmed and duplicated. The oxygen blending module printed circuit assembly board required replacement to address the issue. Additional findings not related to the malfunction/issue include: the front enclosure was damaged and required replacement, the universal porting block was damaged and required replacement, the flow sensor was damaged and replaced as well as the tubing as the filter was also damaged, the blower was replaced due to noise and being near replacement hours, the handle was cracked and required replacement, and the software was updated.

Manufacturer narrative:
The manufacturer previously reported that on further inspection, the system printed circuit board assembly was noted to be corroded and was replaced to address that issue. Coding has been updated to reflect the totality of reported issues investigated.

Manufacturer narrative:
During device evaluation and testing, it was noted the device was constantly alarming and the screen was not coming on. On further inspection of this issue, the system printed circuit board assembly was noted to be corroded and was replaced to address that issue. During device testing it was additionally noted the device failed testing of the active exhalation valve. The active exhalation module was replaced to address that issue. The device passed line testing and was sent for full retest and passed. The coding has been updated to include this additional information.